Event description:
The device involved in this MDR report was explanted one day after implantation because sensed p waves were not triggering ventricular pacing with a 1:1 association. It should be noted that the device was implanted in a newborn child.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The returned device was submitted to the electrical test which is performed at the end of the mfg cycle; no anomaly was noted, i.e., the electrical characteristics are within specifications. Review of provided data showed that the 2:1 behaviours was due to sensing of atrial signals during refractory periods.